Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test.the pump was set to current time and date. No unexpected reset noted during testing. The insulin pump had intermittent button response noted due to corroded keypad traces. The scroll bar was not moving on its own noted during testing. The insulin pump was received with cracked case on lcd display window corners, cracked battery tube threads, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 82 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.